Manufacturer narrative:
Long-term testing due to the over-infusion finding has been completed. No new or addition anomalies were found during destructive analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter . (B)(4).

Event description:
The device was returned to the manufacturer from an unknown source with no return paperwork. The device underwent routine analysis. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome.